Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2010-02250 and 1627487-2010-02247. The pt received his scs system on (B)(6) 2009. It was reported that on (B)(6) 2009 the entire system was explanted due to inadequate pain relief as reported by the pt. Follow up on the pt found that no further issues have been reported. The ipg eon mini and the 2 percutaneous leads were returned to ans for evaluation.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead failed continuity test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.